Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. In the same month as the receipt of this report, the pt was hospitalized for the event. On an unreported date, the pt was treated for the peritonitis with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report, the pt was temporarily off of pd therapy (further details not provided) and the pt was recovering from the event. On an unreported date, the patient's pd catheter was removed. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i03059, h13e14112 with no issues noted during the manufacturing process. There were no deviations from standard procedure, and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).